Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that there was a upward trend in the motor power and downward trend in the pi values when the patient's log files were reviewed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported thrombus in the outflow graft could not be confirmed through this evaluation as no images were submitted and the device remains in use. Additionally, a review of the submitted log files confirmed the upward trend in motor power and the reported low flow alarms; however, a specific cause for these events could not conclusively be determined through this evaluation. A direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured in the controller event log file, and the pump appeared to function as intended at the fixed speed. Review of the controller periodic log file captured an upward trend in motor power from (B)(6) 2024. The controller periodic log file also captured transient low flow hazard alarms on (B)(6) 2024. No other notable events or alarms were captured in the controller periodic log file, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, "introduction," lists potential adverse events, including device thrombosis and stroke, which may be associated with the use of heartmate 3 lvas. Section 1 also provides an explanation of pump parameters, including pump power and flow. This section explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section states that changes in pump speed, flow, or physiological demand can affect pump power. This section also notes that any increase in power not related to increased flow (such as thrombus) causes erroneously high flow readings. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient conditions can result in low flow. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. This section also lists thromboembolism as a potential late postimplant complication. Section 7 of the IFU, ¿alarms and troubleshooting,¿ and section 5 of the patient handbook, ¿alarms and troubleshooting,¿ outline system controller alarms, including the low flow hazard alarm, and provide information regarding how to respond to and troubleshoot the alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that a computed tomography (CT) was performed and confirmed thrombus. The patient experienced dizziness, chest pain, low flow alarms, and subsequently had a stroke and cardiac arrest. They were treated with a neuro dose heparin since the patient was not a candidate for thrombectomy. The low flow alarms resolved following the heparin dose. The patient was made do not resuscitate.

Event description:
It was reported that log files were sent for analysis and displayed an upward trend in the motor power and downward trend in the pulsatility index (pi) values starting on (B)(6) 2024. The cause was determined to be thrombus in the outflow graft.

Manufacturer narrative:
Section b3: correction. Section d1: correction. Section d4 (primary unique device identification (UDI) number): correction. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.